Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated the high-grade atrioventricular block was not due to the use of the evolut pro valve, but was an expected consequence of implanting a second valve deeper into the left ventricular outflow tract during the valve-in-valve procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: honemann kd, et al. More in, better out? Successful valve-in-valve procedure of an iatrogenic ventricular septal defect following transcatheter aortic valve replacement: a case report. Eur heart j case rep. 2021 may 12;5(5):ytab097. Doi: 10.1093/ehjcr/ytab097. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6)-year-old female patient who had a 29 mm medtronic evolut pro transcatheter valve (unique device identifier number not provided) implanted valve-in-valve inside a 25 mm boston scientific acurate neo valve to treat a ventricular septal defect (vsd) that occurred immediately after deployment and balloon post-dilation of the acurate neo. Following valve-in-valve implant of the evolut pro, the vsd was reduced to a small residual shunt without hemodynamic relevance; however, a permanent pacemaker was implanted due to a high-grade atrioventricular block. At four-month follow-up, the patient reported via telephone the ability to resume normal activities and improvement of heart failure symptoms. No additional adverse patient effects or product performance issues were reported.